Event description:
It was reported that there was no pacing capture in the right ventricle. During a revision procedure it was noticed that the set screw was stuck in the device connector block and it was not possible to connect the lead to the device. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found. It was noted that the set screw was lodged.